Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2019-05166. It was reported patient experienced ineffective coverage of pain relief. Diagnostics indicated that the leads had migrated . To address the issue patient underwent surgical intervention where both the leads were explanted and one tripole lead was implanted .effective coverage of therapy was reported post operatively.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2019-05166.